Event description:
It was reported by service report that the stretcher is leaking fluid. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
The user facility was unable to locate the stretcher for the service tech to assess and repair.